Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was approximately 1ml of bloody fluid from the secondary sample probe of the instrument. The leak was contained within the instrument. The customer was wearing personal protective equipment of gloves, goggles, and a lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and discovered a misaligned probe rinse block. The fse adjusted the rinse block resolving the leak. (B)(4).